Event description:
(B)(4). Joint pain, fatigue, in general feeling poor. My vision, hearing and tooth health all declined dramatically. I had a thyroid test, andamp; lymes test, talked to my drs. About arthritis, in 2015 I started having sever pelvic pain. Had my gallbladder removed, a major kidney surgery that was dangerous and botched and almost cost me my life. Auto immune type illness.